Event description:
Procedures include: anterior repair and tension free vaginal tape, sling urethropexy. According to the operative report of (B)(6) 2004, pt had pre and post-operative diagnosis of stress urinary incontinence. Noted to have a 3rd degree cystourethrocele, 2nd and 3rd degrees rectocele and developed stress urinary incontinence. Past medical procedures include hysterectomy, appendectomy, cholecystectomy and cesarean section and tubal ligation. She had one bladder lift, history of hypertension. Allergic to latex. Subsequent surgeries include (B)(6) 2004, (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011.

Manufacturer narrative:
(B)(4).